Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) beeps. There was no risk to patient reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional contact details: event site postal code:(B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had beep sound. It is unknown under which circumstances the event occurred or if a patient was involved. There was a a fluid intrusion to the device. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : gettinge field service engineer not visited the site

Event description:
N/a